Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon investigation, it was found that the trunk cable was severed and missing and the j702 was broken off of the distribution node pca. The root cause for the missing cable and damaged j702 is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.